Event description:
The customer reported liquid dripped from the tip of the endoscope when the subject device was used with it during an unspecified procedure. The device was being used for the first time and the procedure was completed using the subject device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, foreign material was found on the device. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
Device manufacturer date: the date could not be determined because the lot number is not available. During inspection and testing, the rubber part of the device was found to be cut and foreign material was adhered to it. The reddish-brown material was found to be red rust. The device history record was unable to be reviewed for this device since the lot number was not available. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely foreign material adhered to the device because a metal part rusted possibly due to insufficient drying after reprocessing. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides instruction on "preparation and inspection" and "cleaning, disinfection and sterilization procedures" which may help to prevent the issue. Olympus will continue to monitor field performance for this device. The reported issue (drip) was confirmed during testing. When air was supplied while the device was attached to the endoscope, water spray was observed due to a cut on the rubber part of the device. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.